Manufacturer narrative:
Investigation included review of synchronized device reports and user coaching on hypoglycemia correction and best practices. Investigation of this case revealed recorded small insulin doses when glucose was high or in range and no logged lows on the graph. It was concluded that the event was hypoglycemia with an unclear cause, and that user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced hypoglycemia while perceiving that the pump continued to deliver insulin, with glucose readings of 76 mg/dl on the ilet and 66 mg/dl by fingerstick; the user paused insulin delivery, ingested oral glucose and soda, and later reported a glucose of 132 mg/dl. Symptoms included dizziness and diaphoresis consistent with low blood glucose. Outcomes included self-treatment with oral glucose and recovery without medical intervention or hospitalization.